Event description:
The customer reported a shock/pacer equipment malfunction message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.